Manufacturer narrative:
Section a4, a5, a6: information unknown/not provided section b3: date of event: unknown/not provided. Best estimate date is between 9/23/2023-2/17/2026. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect: impact code: 4619 glare, 4619 halos. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that two preloaded multifocal intraocular lens (iol) were implanted in patient's eyes. Patient experienced difficulty adapting to night glare and halos, which have affected the patient's ability to drive at night or in the evening. As a result, intraocular lens exchange surgeries have been scheduled. No further information received. This report covers the lens implanted implanted in the right eye.